Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the insertion site (arm) was painful and swollen after wearing the pod for 2 days. The patient's blood glucose (bg) levels rose to 26.1 mmol/l (469.8 mg/dl) and had a fever. The patient removed the pod and an insulin pen was administered to bring down the bg levels. The patient called the general practitioner and sent over photos of the site. The patient was diagnosed with an infection and was prescribed antibiotics clarithromycin 500 mg: 1 pill twice a day for treatment.

Manufacturer narrative:
No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause an infection at the infusion site. The exact cause of the reported event could not be determined.